Event description:
It was reported that the patients leads had multiple fractures. No further information has been obtained despite good faith efforts.Additional information was received that the patient underwent a Spinal Cord Stimulator (SCS) system replacement procedure and was doing well postoperatively. The explanted products were discarded per hospital policy.

Manufacturer narrative:
BLOCK B3: APPROXIMATED BASED ON THE DATE THE MANUFACTURER BECAME AWARE OF THE EVENT. D2B: LGW - QRB. ADDITIONAL SUSPECT MEDICAL DEVICE COMPONENT INVOLVED IN THE EVENT: MODEL NUMBER/CATALOG NUMBER: SC-2317-70. SERIAL NUMBER: (B)(6). BATCH/LOT NUMBER: 7078085. MODEL/CATALOG DESCRIPTION: INFINION CX LEAD KIT, 70CM. UNIQUE IDENTIFIER (UDI) #: (B)(4).

Event description:
IT WAS REPORTED THAT THE PATIENTS LEADS HAD MULTIPLE FRACTURES. NO FURTHER INFORMATION HAS BEEN OBTAINED DESPITE GOOD FAITH EFFORTS.

Manufacturer narrative:
Block B3: Approximated based on the date the manufacturer became aware of the event. D2b: LGW - QRB.Additional suspect medical device component involved in the event:Model Number/Catalog Number: SC-2317-70 Serial Number: (b)(6)Batch/Lot Number: (b)(6)Model/Catalog Description: INFINION CX LEAD KIT, 70CM. Unique Identifier (UDI) #: (b)(4) Model Number/Catalog Number: SC-1232 Serial Number: (b)(6)Batch/Lot Number: (b)(6)Model/Catalog Description: WAVEWRITER ALPHA 32 IPG KIT Unique Identifier (UDI) #: (b)(4) Model Number/Catalog Number: SC-4318 Batch/Lot Number: 30669299 Model/Catalog Description: CLIK X ANCHOR STERILE KIT Unique Identifier (UDI) #: (b)(4) SC-2317-70 (SN (b)(6) and (b)(6)).Investigation results, Media Review, Device Analysis:The devices were not returned for analysis; therefore, a technical analysis could not be performed. Device History Record:It was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.Investigation Conclusion:Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Cause Not Established.SC-1232 (SN (b)(6)). Investigation results, Media Review, Device Analysis:The device was not returned for analysis; therefore, a technical analysis could not be performed. Device History Record:It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.Labeling Review:Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.Investigation Conclusion:Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Cause Not Established.